Event description:
It was reported that when interrogating the patient's vns, a warning was seen with the impedance value. When running diagnostics everything was seen ok and within normal limits. It was noted that a low impedance warning was seen; however, when re-interrogating impedance was seen ok. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.